Event description:
Reporter stated that a neonate's blood glucose was measured, on the aviva system, with a result of 21 mg/dl. The neonate's blood glucose was reportedly retested, on a laboratory instrument, with a result of 48 mg/dl. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.